Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) boot up failed. The mobile view station (mvs) status bar has a constant red x. The manufacturing representative re-booted the ias and the imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi-500-01070, sftwr (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system will not boot up. There was no patient present when this issue was identified.